Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent in sensor base. No broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened/used

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that cannula of sensor was bent. The sensor will be returned for analysis.